Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the customer reported issue was confirmed. Device evaluation found error e224 due to faulty cable unit. Cable unit needs to be replaced. No other fault was found during the inspection. Investigation is ong pong. This report will be supplemented accordingly following completion of investigation.

Event description:
It was reported that during a cholecystectomy procedure the device showed an "error e224" (communication between the control unit and the camera head is missing). There was an approximately 5-10 minutes delay in the procedure due to device change (4k column (otv and camera head) was replaced. The intended procedure was completed with no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, e224 is an error that occurs when the communication between the camera head and the processor fails. However, the definitive root cause of the faulty cable unit could not be determined. Olympus will continue to monitor field performance for this device.